Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
On 05/01/2026, a healthcare professional reported that a glidewell ht implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2025 for a primary procedure on tooth #3. The patient returned with complaints of pain at the second stage of surgery. Upon examination, the provider noted major bone loss around the implant and that the implant failed due to an osseointegration problem. The patient was having discomfort. The device was removed on (B)(6) 2026 and not replaced. It will be replaced after the healing process. The symptoms resolved after the implant removal. Bone grafting was done. No permanent injuries were reported.